Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70 serial #: (B)(4) description: infinion 70 cm lead kit model #: sc-3400-30 serial #: (B)(4)description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had inadequate stimulation due to high impedances on one lead that had migrated. The patient underwent an explant procedure. Device malfunction was suspected.